Event description:
It was reported that, on (B)(6) 2010, during a transvaginal cystocele repair with an elevate anterior graft implant, "the physician was putting the mesh through the trocar. As she removed the trocar the mesh tore leaving a piece of plastic with the wing embedded in the pt's tissue." The torn mesh was removed. A new elevate anterior was then opened and implanted in the pt.

Manufacturer narrative:
The source documents reported that the event occurred during the implant procedure, however, the implant date was not consistent with the reported date of event.